Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / heavy periods') in an adult female patient who had essure (batch no. B76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, iron deficiency anemia, diverticulitis, pelvic pain, uterine bleeding and mastoidectomy. Current weight 160 lbs. Concurrent conditions included abdominal pain, right lower quadrant pain, cyst of ovary, pyelonephritis, corpus luteum cyst, flank pain, cervicalgia, pain in arm, chronic sinusitis, pain in thoracic spine, post-traumatic stress disorder, sinus pain, blurring of eyes, injection site bruising and nausea. Concomitant products included gelatin (surgiflo), ibuprofen, paroxetine hydrochloride (paxil), sulfamethoxazole;trimethoprim (bactrim ds) and valaciclovir hydrochloride (valtrex). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: very moody even when not on period"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) started in 2016 after cysts started forming on my ovaries"). In 2016, the patient experienced ovarian cyst ("dyspareunia started in 2016 after cyst started forming on my ovaries"). On an unknown date, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, mood altered, migraine, headache, adenomyosis, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and ovarian cyst was resolving and the abdominal distension outcome was unknown. The reporter considered abdominal distension, adenomyosis, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: findings:the right tubal ostia had one trailing ring coils. The left tubal ostia had 3 trailing coils. Patient had a tubal ligation in 2013. Current weight 160 lbs. Discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2014. On (B)(6) 2014 patient undergo for essure confirmation test. Discrepancy noted in date of birth (B)(6) 1985 and (B)(6) 1985. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Chest x-ray - on (B)(6) 2017: impression: no radiographic evidence of acute cardiopulmonary process. Computerised tomogram head - on (B)(6) 2017: impression: no acute fracture or subluxation. Computerised tomogram pelvis - on (B)(6) 2016: impression: 1. No CT evidence of appendicitis, small bowel obstruction, or acute inflammatory intra-abdominal or intra-pelvic process. 2. Right adnexal dermoid measuring 4.4 cm. 3. Left corpus luteal cyst. 4. Multiple hypodense lesions in the liver likely cyst versus hemangioma. 5. Hemangioma is seen in the right lobe of the liver. 6. Bilateral adnexal essure contraceptive device seen. 7. Hepatomegaly; on (B)(6) 2018: impression: 1. Prominent internal color flow within the endometrium may represent evidence of polyp. Cannot exclude neoplasia/malignancy. Advise further evaluation with sonohysterogram and/or direct inspection with tissue sampling. 2. Status post resection of previously identified 4.4 cm right ovarian dermoid. Subcentimeter hyperechoic lesion within the region of the right ovary may represent scar or possibly residual dermoid and can be followed for stability. 3. No sonographic evidence of current ovarian torsion. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Pathology test - on (B)(6) 2016: final diagnosis: a. Cyst, right ovary, excision: - mature cystic teratoma with skin, skin appendages, respiratory epithelium, and cartilage. Hair grossly identified.; on (B)(6) 2018: final diagnosis: a. Uterus, and bilateral tubes, hysterectomy and bilateral salpingectomy: - benign cervix with mild chronic inflammation. - adenomyosis. - proliferative endometrium. - bilateral unremarkable fallopian tube and fimbria. Ultrasound scan - on (B)(6) 2016: impression: possible fat containing echogenic right ovarian dermoid measuring 4.4 cm. No ultra sonographic evidence of ovarian torsion. X-ray - on (B)(6) 2016: result: uterus is anteverted, measuring 8.4 x 6.6 x 5.9 cm in size. Myometrium is normal in echotexture. Endometrium is normal, measuring 7.2 mm. The right ovary measures 1.9 x 1 x 1.5 cm. Normal ovarian arterial and venous waveforms are documented. Possible echogenic dermoid measuring 4.4 x 3.6 x 3.9 cm. The left ovary measures 3.2 x 1.9 x 1.8 cm. Normal ovarian arterial and venous waveforms are documented. There is no free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, headache, menorrhagia, vaginal bleeding, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / heavy periods') in an adult female patient who had essure (batch no. B76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, iron deficiency anemia, diverticulitis, pelvic pain, uterine bleeding and mastoidectomy. Current weight 160 lbs. Concurrent conditions included abdominal pain, right lower quadrant pain, cyst of ovary, pyelonephritis, corpus luteum cyst, flank pain, cervicalgia, pain in arm, chronic sinusitis, pain in thoracic spine, post-traumatic stress disorder, sinus pain, blurring of eyes, injection site bruising and nausea. Concomitant products included gelatin (surgiflo), ibuprofen, paroxetine hydrochloride (paxil), sulfamethoxazole;trimethoprim (bactrim ds) and valaciclovir hydrochloride (valtrex). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: very moody even when not on period"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) started in 2016 afetr cysts started forming on my ovaries"). In 2016, the patient experienced ovarian cyst ("dyspareunia started in 2016 after cyst started forming on my ovaries"). On an unknown date, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, mood altered, migraine, headache, adenomyosis, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and ovarian cyst was resolving and the abdominal distension outcome was unknown. The reporter considered abdominal distension, adenomyosis, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: findings:the right tubal ostia had one trailing ring coils. The left tubal ostia had 3 trailing coils. Patient had a tubal ligation in 2013 current weight 160 lbs. Discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2014. On (B)(6) 2014 patient undergo for essure confirmation test. Discrepancy noted in date of birth (B)(6) 1985 and (B)(6) 1985. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Chest x-ray - on (B)(6) 2017: impression: no radiographic evidence of acute cardiopulmonary process. Computerised tomogram head - on (B)(6) 2017: impression: no acute fracture or subluxation. Computerised tomogram pelvis - on (B)(6) 2016: impression: 1. No CT evidence of appendicitis, small bowel obstruction, or acute inflammatory intra-abdominal or intra-pelvic process. 2. Right adnexal dermoid measuring 4.4 cm. 3. Left corpus luteal cyst. 4. Multiple hypodense lesions in the liver likely cyst versus hemangioma 5. Hemangioma is seen in the right lobe of the liver. 6. Bilateral adnexal essure contraceptive device seen. 7. Hepatomegaly; on (B)(6) 2018: impression: 1. Prominent internal color flow within the endometrium may represent evidence of polyp. Cannot exclude neoplasia/malignancy. Advise further evaluation with sonohysterogram and/or direct inspection with tissue sampling .. 2. Status post resection of previously identified 4.4 cm right ovarian dermoid .. Subcentimeter hyperechoic lesion within the region of the right ovary may represent scar or possibly residual dermoid and can be followed for stability. 3. No sonographic evidence of current ovarian torsion.. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Pathology test - on (B)(6) 2016: final diagnosis: a. Cyst, right ovary, excision: - mature cystic teratoma with skin, skin appendages, respiratory epithelium, and cartilage. Hair grossly identified.; on (B)(6) 2018: final diagnosis: a. Uterus, and bilateral tubes, hysterectomy and bilateral salpingectomy: - benign cervix with mild chronic inflammation. - adenomyosis. - proliferative endometrium. - bilateral unremarkable fallopian tube and fimbria. Ultrasound scan - on (B)(6) 2016: impression: possible fat containing echogenic right ovarian dermoid measuring 4.4 cm. No ultra sonographic evidence of ovarian torsion. X-ray - on (B)(6) 2016: result: uterus is anteverted, measuring 8.4 x 6.6 x 5.9 cm in size. Myometrium is normal in echotexture. Endometrium is normal, measuring 7.2 mm. The right ovary measures 1.9 x 1 x 1.5 cm. Normal ovarian arterial and venous waveforms are documented. Possible echogenic dermoid measuring 4.4 x 3.6 x 3.9 cm. The left ovary measures 3.2 x 1.9 x 1.8 cm. Normal ovarian arterial and venous waveforms are documented. There is no free fluid in the cul-de-sac.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, headache, menorrhagia,vaginal bleeding, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. Events added from pif- bloating. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, iron deficiency anemia, diverticulitis, pelvic pain, uterine bleeding and mastoidectomy. Current weight (B)(6) lbs. Concurrent conditions included abdominal pain, right lower quadrant pain, cyst of ovary, pyelonephritis, corpus luteum cyst, flank pain, cervicalgia, pain in arm, chronic sinusitis, pain in thoracic spine, post-traumatic stress disorder, sinus pain, blurring of eyes, injection site bruising and nausea. Concomitant products included gelatin (surgiflo), ibuprofen, paroxetine hydrochloride (paxil), sulfamethoxazole;trimethoprim (bactrim) and valaciclovir hydrochloride (valtrex). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: very moody even when not on period"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) started in 2016 after cysts started forming on my ovaries"). In 2016, the patient experienced ovarian cyst ("dyspareunia started in 2016 after cyst started forming on my ovaries"). On an unknown date, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, mood altered, migraine, headache, adenomyosis, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and ovarian cyst was resolving. The reporter considered adenomyosis, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: findings:the right tubal ostia had one trailing ring coils. The left tubal ostia had 3 trailing coils. Patient had a tubal ligation in 2013. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Chest x-ray - on (B)(6) 2017: impression: no radiographic evidence of acute cardiopulmonary process. Computerised tomogram head - on (B)(6) 2017: impression: no acute fracture or subluxation. Computerised tomogram pelvis - on (B)(6) 2016: impression: no CT evidence of appendicitis, small bowel obstruction, or acute inflammatory intra-abdominal or intra-pelvic process. Right adnexal dermoid measuring 4.4 cm. Left corpus luteal cyst. Multiple hypodense lesions in the liver likely cyst versus hemangioma. Hemangioma is seen in the right lobe of the liver. Bilateral adnexal essure contraceptive device seen. Hepatomegaly; on (B)(6) 2018: impression: prominent internal color flow within the endometrium may represent evidence of polyp. Cannot exclude neoplasia/malignancy. Advise further evaluation with sonohysterogram and/or direct inspection with tissue sampling . Status post resection of previously identified 4.4 cm right ovarian dermoid. Subcentimeter: hyperechoic lesion within the region of the right ovary may represent scar or possibly residual dermoid and can be followed for stability. No sonographic evidence of current ovarian torsion.. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Pathology test - on (B)(6) 2016: final diagnosis: cyst, right ovary, excision: mature cystic teratoma with skin, skin appendages, respiratory epithelium, and cartilage. Hair grossly identified.; on (B)(6) 2018: final diagnosis: uterus, and bilateral tubes, hysterectomy and bilateral salpingectomy: benign cervix with mild chronic inflammation. Adenomyosis. Proliferative endometrium. Bilateral unremarkable fallopian tube and fimbria. Ultrasound scan - on (B)(6) 2016: impression: possible fat containing echogenic right ovarian dermoid measuring 4.4 cm. No ultra sonographic evidence of ovarian torsion. X-ray - on (B)(6) 2016: result: uterus is anteverted, measuring 8.4 x 6.6 x 5.9 cm in size. Myometrium is normal in echotexture. Endometrium is normal, measuring 7.2 mm. The right ovary measures 1.9 x 1 x 1.5 cm. Normal ovarian arterial and venous waveforms are documented. Possible echogenic dermoid measuring 4.4 x 3.6 x 3.9 cm. The left ovary measures 3.2 x 1.9 x 1.8 cm. Normal ovarian arterial and venous waveforms are documented. There is no free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, headache, menorrhagia,vaginal bleeding, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs & mr received: case become incident. Lot number was added. Event injury nos was replaced with new events. Events added - menorrhagia, vaginal bleeding, dysmenorrhea, weight gain, mood altered, migraine, headache, adenomyosis, nausea, dyspareunia, fatigue, hair loss & ovarian cyst. New reporter and consumer address were added. Date of removal, events onset date and lab data were added. Patients date of birth, demographics and race were added. Outcome of all events were updated to recovering/resolving. Medical history, concomitant condition and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, iron deficiency anemia, diverticulitis, pelvic pain, uterine bleeding and mastoidectomy. Current weight 160 lbs. Concurrent conditions included abdominal pain, right lower quadrant pain, cyst of ovary, pyelonephritis, corpus luteum cyst, flank pain, cervicalgia, pain in arm, chronic sinusitis, pain in thoracic spine, post-traumatic stress disorder, sinus pain, blurring of eyes, injection site bruising and nausea. Concomitant products included gelatin (surgiflo), ibuprofen, paroxetine hydrochloride (paxil), sulfamethoxazole;trimethoprim (bactrim) and valaciclovir hydrochloride (valtrex). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: very moody even when not on period"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) started in 2016 after cysts started forming on my ovaries"). In 2016, the patient experienced ovarian cyst ("dyspareunia started in 2016 after cyst started forming on my ovaries"). On an unknown date, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, mood altered, migraine, headache, adenomyosis, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and ovarian cyst was resolving. The reporter considered adenomyosis, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: findings:the right tubal ostia had one trailing ring coils. The left tubal ostia had 3 trailing coils. Patient had a tubal ligation in 2013. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Chest x-ray - on (B)(6) 2017: impression: no radiographic evidence of acute cardiopulmonary process. Computerised tomogram head - on (B)(6) 2017: impression: no acute fracture or subluxation. Computerised tomogram pelvis - on (B)(6) 2016: impression: 1. No CT evidence of appendicitis, small bowel obstruction, or acute inflammatory intra-abdominal or intra-pelvic process. 2. Right adnexal dermoid measuring 4.4 cm. 3. Left corpus luteal cyst. 4. Multiple hypodense lesions in the liver likely cyst versus hemangioma 5. Hemangioma is seen in the right lobe of the liver. 6. Bilateral adnexal essure contraceptive device seen. 7. Hepatomegaly; on (B)(6) 2018: impression: 1. Prominent internal color flow within the endometrium may represent evidence of polyp. Cannot exclude neoplasia/malignancy. Advise further evaluation with sonohysterogram and/or direct inspection with tissue sampling. 2. Status post resection of previously identified 4.4 cm right ovarian dermoid .. Subcentimeter. Hyperechoic lesion within the region of the right ovary may represent scar or possibly residual dermoid and can be followed for stability. 3. No sonographic evidence of current ovarian torsion. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Pathology test - on (B)(6) 2016: final diagnosis: a. Cyst, right ovary, excision: - mature cystic teratoma with skin, skin appendages, respiratory epithelium, and cartilage. Hair grossly identified.; on (B)(6) 2018: final diagnosis: a. Uterus, and bilateral tubes, hysterectomy and bilateral salpingectomy: - benign cervix with mild chronic inflammation. - adenomyosis. - proliferative endometrium. - bilateral unremarkable fallopian tube and fimbria. Ultrasound scan - on (B)(6) 2016: impression: possible fat containing echogenic right ovarian dermoid measuring 4.4 cm. No ultra sonographic evidence of ovarian torsion. X-ray - on (B)(6) 2016: result: uterus is anteverted, measuring 8.4 x 6.6 x 5.9 cm in size. Myometrium is normal in echotexture. Endometrium is normal, measuring 7.2 mm. The right ovary measures 1.9 x 1 x 1.5 cm. Normal ovarian arterial and venous waveforms are documented. Possible echogenic dermoid measuring 4.4 x 3.6 x 3.9 cm. The left ovary measures 3.2 x 1.9 x 1.8 cm. Normal ovarian arterial and venous waveforms are documented. There is no free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, headache, menorrhagia,vaginal bleeding, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.